Event description:
Reporter reported an issue with a freestyle meter. During the course of troubleshooting, it was discovered that the unit of measure could be set to mmol/l instead of mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.